Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have the grip axis pin dislodged from the grip the pin was returned with the instrument. The pin outer diameter measures approximately 1.83mm at the swaged end compared to the nomina pin diameter of 1.61mm. Measurement results suggest the pin is partial swaged. Grips and other components adjacent to the dislodged pin do no show damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm prograsp forceps instrument's tip pin popped. No fragments fell into the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument would be sent out and that the instrument pin did not fall completely out when the issue occurred.